Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed motor error several times. It was stated that the device was exposed to a high magnetic field and the drive support cap was protruded and loose. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. The device passed the displacement and motor tests. Scratches to the reservoir tube window, lcd window, case and a broken belt clip slot noted.